Manufacturer narrative:
Visual inspection during the investigation, no significant deformations or damage of the valve were determined. Computer controlled test to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in both the horizontal as well as the vertical position. The result shows that the shuntassistant 2.0 operates not within the accepted tolerances in both positions. A slower outflow of shuntassistant 2.0 in both positions could be determined. Internal inspection after dismantling of the valve, deposits were found in the shuntassistant results based on our investigation results, we can determine that there is a slower outflow at the shuntassistant 2.0. The deposits visible in the valve have led to the change in flow rate. Deposits caused by natural substances found in the body, such as protein, blood, or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic deposits can compromise the integrity of the valve. The examination of the returned device is complete with the creation of this report. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a shuntassistant 2.0 (25) (#fx103t) was implanted during a procedure performed on (B)(6) 2025. According to the complainant, the shunt system caused an underdrainage. The patient underwent a revision procedure on (B)(6) 2025. No patient complications were reported as a result of the revision procedure. The complained device was returned to the manufacturer for evaluation. Same event/patient as #3004721439-2025-00354